Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that damage had been present on the power board, with debris observed on some of the contacts. The event had occurred during use.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that damage had been present on the power board. Complaint confirmed by checking the interconnect board. It is verified that the damage has been done to the interconnect board. The device is repaired by replacing the interconnect board. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The main cause of customers¿ complaints was the damaged interconnect board. After installing and replacing the parts, the pump passed all the testing and is fully operational.